Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited several "no disposable, clamp tubing" alarms. Per reporter, there were multiple troubleshooting attempts that resulted in continued alarms. Per reporter the residual volume was 11.7 ml and total volume was 110 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).